Manufacturer narrative:
One decontaminated wire and hub was received for evaluation without the original package or lot number. The returned device was visually analyzed per procedure. The reported issue was confirmed. The device history record (DHR) was reviewed. No abnormal process conditions were present during the manufacturing of the products that could have led to the issue reported. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A gemba walk was performed by the multi-functional team. All process and controls were found properly followed, including sub-assemblies and finished product. There were no abnormal conditions found that could trigger the reported condition; the process was running according to all specifications. Based on the available information, the exact root cause could not be determined at this time. At this time, no further corrections are required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Additional event information was received from the initial reporter. Based on the updated information.

Event description:
The customer reported that after inserting the ng tube and confirming the placement with xray, the rn was pulling the guidewire out and the green cap on the end popped off exposing the hooked sharp end of the guidewire causing the nurse to injure herself. The incident did not require any medical intervention. Additional information received from the initial reporter stated that the nurse was not injured during this incident. The nurse took precautions (wrapped the end of the wire with multiple gauze pieces, ensured tube was flushed prior to pulling, used gentle technic) but the cap still came off.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that after inserting the ng tube and confirming the placement with xray, the rn was pulling the guidewire out and the green cap on the end popped off exposing the hooked sharp end of the guidewire causing the nurse to injure herself. The incident did not require any medical intervention.